Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. The lead was returned with a fully extended helix and the helix extends and retracts within product specification. It was noted that there was blood in/on the helix/lobe mechanism. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during the implant attempt, the helix of both the right ventricular and the right atrial leads would not extend. Both leads were removed and replaced. No patient complications have been reported as a result of this event.